Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. No additional information has been able to be obtained for the event.

Manufacturer narrative:
Limited information was received regarding this event. The plant investigation is in progress. A supplemental medwatch will be submitted at the completion of the investigation.

Event description:
During a review of social media, maude database, the following event was noted: on (B)(6) 2015, patient was found to have venous needle dislodged during treatment with approximately 300-400 ml blood loss. The machine did not alarm prior to discovery. The patient was unresponsive adn cardio pulmonary resuscitation was initiated. 911 was called. Defibrillator was applied with no shock advised. The patient was given 1000 ml normal saline. The patient was noted to be responsive and open eyes upon departure form the facility to the emergency room. The patient expired at the hospital on (B)(6) 2015. No patient or facility identifiers were provided; therefore, no follow up can be performed. No machine serial number was provided. No further information is known.